Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. For clarification, the harmonic ace instrument was found with a broken curved blade. Fa found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.18" x 0.10" was not returned with the instrument. There was material missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the harmonic ace instrument (part number 480275-08/lot number l90210926-0090) was associated with this event has been performed. Per the review, the harmonic ace instrument was last used in a procedure on (B)(6) 2022 via system sk3098. The harmonic ace instrument is a single-use device. This complaint is reportable malfunction due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument suddenly would not work, and there was an error message requesting to replace the instrument. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.